Event description:
(B) (6) hospital reported that a blister formed on a pt's finger where a pulse oximeter probe had been placed.

Manufacturer narrative:
I visited the (B) (6) hospital on (B) (6) 2010. Upon arrival, I met with mr (B) (6), (B) (6) and (B) (6). Mr. (B) (6) led me to the ICU ward to view the pt's finger. A blister was located on the top right index finger above the 1st intermediate phalange. There was also a bruise on the distal end of the finger. Upon entering the ICU room, I did notice that the replacement pulse oximeter sensor was taped to the pt's finger. This is warned against in the ifus. After viewing the pt, I proceeded to the clinical engineering department with mr. (B) (6). Ce had set up a similar configuration to the unit in the ICU ward. A different pulse oximeter sensor of the same lot and compatibility was placed on a spo2 simulator. A temperature probe was placed on the led to monitor the temperature. The sensor produced a temperature of 83 degrees f. The test was repeated with two sensors I brought with me for the visit. The same results were produced. I was not allowed to test the alleged sensor. Mr. (B) (6) and I were not able to produce any faults. When I returned to my location, my engineer (B) (4) indicated he received the same results with his in house test. I then placed the sensor on the simulator along with a temperature probe between the lead and the led. I taped the sensor to lead and ran it for 4 hours. The max temperature the thermometer read was 93 degrees f. Note: the design of the beta biomed spo2 sensor places the led directly over the finger nail, not over the intermediate phalange. The pad design has a natural finger stop where the finger should be placed. Fig 2 in the instructions clearly show the positioning of the finger. The IFU indicates to move the sensor every 4 hours. We were not able to reproduce any fault.